Manufacturer narrative:
H3, h6: software was returned for analysis. Logs were reviewed and confirmed that two sessions were recorded on the incident date, during which the user selected a stereotactic biopsy (cranial/computed) procedure in first session. The reported issue¿where the plan was no longer displayed after an imaging spin and image merge¿occurred due to residual database data from a prior session combined with rejection of an unsupported o-arm CT scan at session start. As a result, no valid merged exam set was available and the previously saved plan could not be loaded. Stereotactic registration also failed because the mr images did not contain detectable frame localizer information, and the user proceeded without registration. The site created a new plan and continued, with an approximate delay of five minutes. No patient was present during the event. Here is insufficient information to conclude whether a software anomaly contributed to the reported behavior.; the system functioned as designed when encountering incomplete data and unsupported imaging inputs. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a laser interstitial thermal therapy (litt) procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a cranial procedure was performed, there was 5 minutes of delay, and the issue had occurred during pre-operation.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that after an imaging system spin and merging images on the navigation system, the plan was no longer displaying on the system. The site decided to create a new plan and proceed with the procedure. It is unknown if there was any impact on patient outcome or delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6), (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and updated in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a surgical delay of less than 1 hour. There was no impact on patient outcome.